Manufacturer narrative:
This report is filed february 16, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to extrusion of the device. The electrode array was left insitu for future reimplantation once the implant site heals.

Manufacturer narrative:
This report is filed may 10, 2016.